Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. The thoracic arch was severely angulated (bovine arch). It was reported that as the first stent graft was deployed one of the bare springs was partially bent. Attempt to pull the stent graft down; however, it was not possible. The stent graft deployment was completed followed by 4 additional stent grafts. An 8 x 38 mm atrium stent was placed in the subclavian in a chimney technique to ensure blood flow. There was good flow in the subclavian. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation codes, results/conclusion: (angulated aortic arch). (Required secondary intervention). (Stent partially bent).